Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001 h3: a software analysis was initiated and it was confirmed to be a software issue. H6: b01, c10 and d02 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while attempting to acquire 2d images with the system, they were unable to expose the patient. Additionally, the green light on the mobile view station (mvs) was not illuminated. After performing a hard reboot, the system was able to acquire 2d images and the issue resolved. There was no impact on patient outcome and the issue caused a less than 1 hour delay.